Event description:
Patients husband reported that the pump was leaking from the side of the pump towards the patient. We turned the pump off and clamped the line. The patient was advised to follow the directions on the spill kit and to contact the facility. Medication being infused was unknown. No patient injury reported.